Manufacturer narrative:
The root cause was determined to be a user error. No general problem has been detected for the installed base which requires an immediate action. It is assumed that in a worst case a minor to serious injury might be the outcome should the issue reoccur, and the cover would fall off and hit a person.

Event description:
It was reported to siemens that a malfunction occurred while operating the luminos agile max system. While tilting the patient table to the vertical position, the operator ran the table into the display ceiling suspension (dcs) causing a cover on an arm joint to break and fall off. There is no report of impact to the state of health of any patient or user involved.

Manufacturer narrative:
H3, h6: siemens healthineers completed the investigation for the reported issue. The detector ceiling stand (dcs) is manufactured by ondal. The position of the dcs arm was not tracked and therefore not known by the collision calculation. It is in the responsibility of the operator that equipment or other movable objects are outside of the movement path of the system. This is also described in the luminos agile max system operator manual chapter ¿system safety¿. Furthermore, if the dcs option from the manufacturer ondal is available, the installation must be performed according to the manuals provided by ondal, especially regarding the adjustment of the endstops. In general, the movement of the dcs arm can be restricted. This can help to avoid collision with the basic unit. Since no system malfunction could be determined the complaint is closed with this statement.

Manufacturer narrative:
The root cause was determined to be a use error. No general problem has been detected for the installed base which requires an immediate action. It is assumed that in a worst case a minor to serious injury might be the outcome should the issue reoccur, and the cover would fall off and hit a person.

Event description:
An event occurred while operating the luminos agile max system. While tilting the patient table to the vertical position, the operator ran the table into the display ceiling suspension (dcs) causing a cover on an arm joint to break and fall off. No injuries were attributed to the event.